Manufacturer narrative:
Olympus followed up with the suer facility regarding this report and was used in intubating the pt prior to a surgical procedure. Upon withdrawal of the subject device from the pt, the user noted that the tip of the subject device was missing. The user was not able to visualize the missing piece in the pt or on the floor. After the surgery an x-ray was performed and a foreign object was noted in the left bronchus of the pt. A pulmonologist was called in the operating room to assist in the retrieval of the foreign object. However, the pulmonologist opted not to retrieve it because the endotracheal tube was too short. The pt was put on a life support after the surgery and reportedly expired after several weeks post procedure. According to the risk manager, the primary cause of death was anoxic brain injury. The subject device was taken out of service and it is not available for evaluation at this time. The exact cause of the user's report could not be conclusively determined at this time. If additional and significant information becomes available at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch report that stated, "tip of intubating scope missing when removed from pt, seen in bronchus on x-ray. During bronchoscopy attempt to retrieve, pt required cardiopulmonary resuscitation and experienced hypoxia."